Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen was scratched and had to hold in certain light to see screen. Customer stated that the alarms dimmer in sound and occasionally not able heard. Customer stated that the some buttons were too easy to press. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis